Event description:
A report was received that the patient was having trouble charging as the ipg was placed in too deep after previous revision (MFR report #: 3006630150-2011-00852). The patient will undergo a pocket revision.